Manufacturer narrative:
Follow-up #1: date of submission 24-jul-2018 device evaluation: the device has been returned and evaluated by product analysis on 06-jul-2018 with the following findings: on investigation the keypad cover was intact and without damage. All keypad buttons were unresponsive on testing. Investigation duplicated the complaint. There was no contamination of the button contacts noted. Unrelated to the original complaint, moisture ingress was found inside the pump on the internal components and behind the display lens due to a moisture leak through a crack in the pump case.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.